Event description:
It was reported that the patient had 2 recent implantable cardioverter defibrillators (ICD) shocks for atrial fibrillation with rapid ventricular response (rvr)/vs double tachycardia. The patient's ventricular assist device (vad) parameters were otherwise stable, and the patient was hemodynamically stable. Log files were submitted for review and captured several low voltage advisory and hazard events on battery power due to normal battery depletion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the atrial fibrillation was noted in pre- ventricular assist device (vad) implant documentation. The double tachycardia was defined as simultaneous supraventricular tachycardia (svt) and ventricular tachycardia (vt). The patient experienced general weakness however the arrhythmia did not result in clinical compromise. The arrhythmia was not thought to be vad related and an ICD was implanted prior to vad implant. The arrhythmias were noted to be resolved, the electrophysiology department was consulted, and the device was reprogrammed, the vt zone was increased to 194 beats per minute (bpm) and the ventricular fibrillation (vf) zone was increased to 231 bpm. The patient was discharged home with amiodarone, mexiletine, and an increased dose of metoprolol succinate 50 milligrams twice a day.

Manufacturer narrative:
Section b2: outcomes attributed to adverse: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. Evaluation of the submitted log files revealed that there were no notable events or alarms. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia that may be associated with the use of the hm3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.